Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 212 mg/dl, 98 mg/dl, 64 mg/dl and 126 mg/dl. No adverse event. Return of suspect device was requested and replacement was sent.